Manufacturer narrative:
Results evaluations: examination of the returned product confirmed the customer complaint of cuff leakage from a 8.0mm traditional cuffed tracheostomy tube. It was noted that leakage was found from an indented tear of 0.20mm in the wall of the cuff, 31mm from the distal tip of the tube. A review of our complaints history confirmed this to be the first complaint for the two possible product lots reported. Though there have been several complaints of this nature on this product code, these are historical and do not indicate a systematic failure during MFR, especially when compared with sales of products annually. A further review of manufacturing records confirmed the presence of an inflation check carried out on 100% of products. Root cause: it is stated that the product was tested prior to use and only became deflated two days following insertion; as such, this incident is unlikely to be the result of a manufacturing fault. The most likely root cause for this incident is that the cuff became damaged in use. The indentations found in the tube are indicative of snagging of the product, possibly following cleaning or repositioning. Though, these products are designed to be as robust as functionally possible, puncture of the tube cuff on the pt's anatomy can be experienced. Corrective action and timings: due to not likely a manufacturing fault, no corrective action has been assigned. This file has been logged for trending purposes.